Event description:
Follow up information received from the manufacturer&#38112;representative confirmed that the device was explanted from the patient and it was assumed everything was okay as they had not heard otherwise. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient had a pocket revision and noticed signs of an infection at the ins pocket site. Additional information received reported the device was explanted. Follow-up was being conducted to determine if infection resolved. Indication for use included non-malignant pain.